Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A 6-week transesophageal echocardiogram (tee) noted the device was well seated and sealed. The patient returned for another tee follow up procedure and the tee imaging showed that there was a device related thrombus present on the face of the closure device. The patient was not on any oral anticoagulant at the time of the event. The physician restarted the patient on eliquis in response to this event.

Manufacturer narrative:
B3 date of event: aware date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided by the account.